Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of an umbilical hernia. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s injury cannot be determined; however, it was confirmed that the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further supported by multiple studies that have found no positive correlation between increased volumetric pressure during pd therapy and hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the available information, though an allegation exists by the patient that stated pd fluid caused his hernia, there is no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius during a call regarding slow drains during treatment that they experienced a hernia. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced an umbilical hernia due to unknown etiology approximately one year ago (exact date of diagnosis unknown). The patient has been wholly asymptomatic and able to undergo ccpd therapy without incident or exacerbation of the hernia; however, the patient¿s nephrologist felt the hernia will worsen over time with normal pd therapy. As a result, the patient is scheduled for a hernia repair procedure on (B)(6) 2024. It was explained the patient¿s slow drains during pd therapy was more of a positional issue during pd therapy and not related to the performance of the liberty select cycler. It was affirmed the patient has not received medical intervention or had to deviate from their prescribed pd therapy as a result of the hernia. Additionally, though the exact cause of their injury is unknown, it was confirmed the patient¿s umbilical hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler as before the hernia diagnosis.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius during a call regarding slow drains during treatment that they experienced a hernia. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced an umbilical hernia due to unknown etiology approximately one year ago (exact date of diagnosis unknown). The patient has been wholly asymptomatic and able to undergo ccpd therapy without incident or exacerbation of the hernia; however, the patient¿s nephrologist felt the hernia will worsen over time with normal pd therapy. As a result, the patient is scheduled for a hernia repair procedure on (B)(6) 2024. It was explained the patient¿s slow drains during pd therapy was more of a positional issue during pd therapy and not related to the performance of the liberty select cycler. It was affirmed the patient has not received medical intervention or had to deviate from their prescribed pd therapy as a result of the hernia. Additionally, though the exact cause of their injury is unknown, it was confirmed the patient¿s umbilical hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler as before the hernia diagnosis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.